Event description:
It was reported that the patient had vomiting and nausea. There were no diagnostic procedures or therapeutic actions. It was stated that the patient was admitted to the hospital for nausea and vomiting among other ¿non-device related symptoms¿ such as fever, thrombophlebitis, bacteremia ((B)(6)) intravenous port infection, and dehydration. It was noted that surgery occurred on (B)(6) 2001 during hospitalization period between (B)(6) 2001 to (B)(6) 2001 in which the event reportedly ended. However, the patient reportedly had gastroparesis complications ¿by frequency hospital admission for the same reason;¿ the patient was admitted again for nausea and vomiting on (B)(6) 2001. Other symptoms included extra-abdominal pain and non-therapeutic international normalized ratio (inr). Diagnostic procedures included lactic acid testing, CT and ultrasound of abdomen. Labs were taken and there were no remarkable results. The patient reportedly was hospitalized for 5 nights and recovered from event on (B)(6) 2001. However, it also stated that the event continued without therapeutic action. Permanent disability was noted. Final outcome and further clarification on disability was not given. Follow-up attempts have been conducted to obtain this information. If any additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 4301-35, serial# (B)(4), product type: lead. Product ID: 4301-35, serial# (B)(4), product type: lead. (B)(4).